Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on the baxter meridian device. Device shut off without a power failure alarm after 3 hours and 15 minutes of a 3 1/2 hour treatment. Hcp heard the activation of the venous line clamp and waited for an alarm so the correct device could be checked. Hcp stated there was no alarm and found the device with the blood pump stopped, venous line clamped and device off. Hcp noted there was no audible power failure alarm prior to the shut off. Hcp attempted to restart therapy, but was unable to get the device to power back on. Blood was rinsed back to the pt and treatment terminated 15 minutes early. Hcp reported pt felt fine following treatment and there was no pt injury and no medical intervention necessary as a result of this event.